Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment the cycler was alarming with air detected in cassette alarms. The pd patient stated she saw a lot of air bubbles in the lines. The patient canceled the treatment, removed the cassette and stated that fluid was leaking from inside of the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient completed treatment manually and all supplies were disposed of. The pdrn stated the patient had no adverse events as result of the fluid leak.